Manufacturer narrative:
(B)(4). Visual inspection of the product involved in the complaint was performed on the returned sample. It is noted that the product was not received in its original packaging. It can be observed a damage issue on the adaptor. No other issues were found. A device history record review showed that there were no issues related to the reported failure mode, neither on the product nor its components, during the manufacture of this material. Customer complaint is confirmed based on sample provided. However, there is not sufficient evidence to determine this issue originated during manufacturing process. The root cause for the condition reported could not be identified. No corrective actions can be assigned. A conclusion code could not be assigned. The complaint is confirmed but the root cause could not be identified. Teleflex will continue to monitor and trend for reports of this issue.

Event description:
Customer complaint alleges they "are having issues with carefusion or teleflex products depositing shards of plastic in the circuits." Alleged defect noted during use. No patient harm reported.